Manufacturer narrative:
Correction - h6 - should have included 1438-over-sensing in the device codes as noise was being over-sensed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was found that the patient's atrial lead exhibited noise over-sensing resulting in multiple events of inappropriate mode switching. Programming changes were made. The patient was stable.